Event description:
It was reported that the patient was stabbed with a knife near their implantable pulse generator (ipg) site. Six months later, the right ventricular (rv) lead experienced increasing and unstable thresholds. When the physician attempted to cap the lead, they discovered that the proximal end of the lead was disconnected from the lead body. The physician speculates this could be secondary to the knife stabbing. The cut end was capped and the proximal end was removed and the lead was replaced. During the lead replacement, the new rv lead was attempted, not implanted. The lead was bent when attempting to insert into the introducer with a tight fit. It was removed from introducer and exercised on the table. The physician was unable to properly extend and retract helix. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor was extrinsically distorted due to kinking/buckling and was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The lead returned stretched and the helix fully extended, distortion and fracture of the distal conductor within the is-1 connector. This damage prevents the helix functions. Concomitant product: 5092 implantable pacing lead, implanted: (B)(6) 2007.(B)(4).